Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2009; 6947 implantable defib lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4) the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
It was reported that the doctor expressed concern that the device only lasted around 4 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.